Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-05712. It was reported the patient was unable to receive effective therapy to her desired pain pattern. As a result, surgical intervention was undertaken during which time one lead was explanted and the other lead repositioned. Note: both leads are being reported as explanted as it's unknown which lead lot# was repositioned.